Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited myopotentials oversensing, which the implantable cardioverter defibrillator (ICD) detected and the patient received inappropriate therapy. The lead also had high impedance and a possible fracture is suspected. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).